Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged, which was confirmed through x-ray when the patient visited the hospital. Further, additional investigation indicated that this lv lead was explanted and was replaced. This lv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).